Event description:
Caller reported compact plus system blood glucose results of 66 mg/dl, 311 mg/dl, 211 mg/dl, 238 mg/dl, 332 mg/dl, and 393 mg/dl within 10 minutes. Customer felt her blood sugar was low, so she ate toast, fruit, and a (B)(6) drink to self-treat. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.